Event description:
A vena cava filter was successfully placed in an infrarenal position on 10/28/96. On 11/2, five days after filter implantation, a physician placing a central line through the jugular vein without imaging guidance of any kind, engaged a "j" guidewire in the filter. In atempting to retrieve the guidewire, the physician displaced the filter upward to the level of the innominate vein. No further intervention was attempted. The pt remains stable and has not suffered any adverse effects from the event.